Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the investigation, the catheters were found to have a misaligned coude indicator. No medical intervention was reported.

Event description:
It was reported that during the investigation, the catheters were found to have a misaligned coude indicator. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Five orange intermittent catheters (ngdq1925 (3) and ngdt3388 (2) were returned sealed in its original packaging. The ngdq1925 catheters were taped down to see if there was a coude tip misalignment not due to a kinked catheter. One of the catheters was found to be misaligned. The root cause of this failure is machine error during the process of selecting forms for dipping due to which the coude tip did not align with the indicator, resulting in insertion difficulty and replacement of device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.